Event description:
The patient contacted animas on (B)(6) 2012 reporting that the pump was found to be frozen. The patient stated that he pump showed a call service alarm. The patient attempted to reboot the pump and noted that the battery was corroded. The patient confirmed that there was no power loss prior to the call service alarm. The patient stated that when a new battery was inserted the pump would not power on. The patient confirmed that there was no known trauma to the pump and no known damage to the casing or keypad. This report is made based on the allegation of the pump power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 12/18/2012-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: visual inspection revealed corrosion in the battery compartment and on the returned battery cap. The pump does not power on; there are no audible sounds or vibrations and the display screen remains blank. The pump history and black box could not be downloaded for review. The pump cover was removed and there was evidence of internal moisture observed on the pcb and internal components.